Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician was treating the mid left anterior descending (lad). The lesion was 99% stenosed with severe calcification and was severely tortuous. During introduction, the distal edge of the stent lifted up. The physician removed the device and successfully completed the procedure with another device. The patient condition is listed as good.

Manufacturer narrative:
Device analysis. The stent remains in the patient and the delivery device has been disposed, therefore, no direct product analysis will be available. The shopfloor paperwork for this batch was reviewed. All manufacturing and quality assurance testing was carried out in accordance with standard procedures. The shopfloor paperwork for this batch shows that the product met its specifications. This investigation will be assigned the most probable root cause classification of operational context.